Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to insert could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. Factors which may contribute to difficulty inserting the device in the introducer sheath include, but are not limited to, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In this case, it is possible that the stent may have interacted with the introducer sheath during insertion, causing the observed material deformation (overlapping/lifted stent struts and bent stent) which contributed to the reported difficult to insert, ultimately causing the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right common iliac artery. Reportedly difficulty was met inserting the 8x39mm otw omnilink elite balloon expandable stent (bes) into the 6 x 23 non-abbott sheath, and after further inspection it was noted that the stent had become dislodged and was located on the shaft of the catheter. Another omnilink bes was used, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.